Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. The customer stated that the 30g lancet needles are dull and that it is painful when using the product. The package had not been open or damaged when received by the customer. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 11-jun-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: lancets were returned; unable to ship returned product to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. No issue noted during packaging and manufacturing process. Most likely underlying root cause: mlc-009: use error caused or contributed to event.